Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The suture was applied on a "house" for an ileus procedure four months ago. Reportedly, the suture became undone and the abdomen bursted. The surgeon re-applied suture.